Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the electrophysiology laboratory with symptoms of arrhythmia and heart failure. It was noted that the right ventricular lead had dislodged. Upon interrogation, it was observed that the lead exhibited low sensing and high capture threshold which resulted in loss of capture. The lead dislodgement was confirmed via fluoroscopy. The lead was explanted and replaced. The patient was in stable condition.